Event description:
Note: the event occurred in 2007 (the actual event date is unk). In 2008, it was reported to boston scientific corporation that an ultraflex covered esophageal stent was placed through the gastroesophageal junction. According to the complainant, the "ultraflex [covered esophageal stent] was placed in the pt's esophagus for palliation treatment due to [an] esophageal tumor. [Five] months post procedure, the pt returned for a scope [procedure] and it was noticed that the stent cover had eroded and the tumor had advanced through the mesh of the stent. The stent was easily removed and there was no further intervention." No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number was not provided by the complainant; therefore, the manufacture date is unk. The suspect device has been received but an evaluation has not been completed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event.